Event description:
Philips received a complaint on the mrx device indicating that the resistor needs to be replaced. There was reportedly no patient impact or injury. A philips field service engineer evaluated the device at the repair facility and it was determined that this was a malfunction of the resistor which was replaced. The device was returned to full functionality and returned to the customer's site. No further evaluation is warranted at this time.